Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). It is reported patient underwent a cystoscopy with complicated removal of a bladder stone and insertion of indwelling left ureter stent on (B)(6) 2012, and an eswl of left proximal ureter stone and cystoscopy with laser vaporization of nylon suture, right bladder neck on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent total vaginal hysterectomy.

Event description:
It was reported that the patient concurrently underwent total vaginal hysterectomy.